Event description:
The patient was unable to adjust her stimulation. The patient programmer displayed a 'call your doctor' icon. The device was in a power on reset condition. It was later reported that the device was programmed. The patient was able to recharge her system and was no longer having problems with her neurostimulation system.

Manufacturer narrative:
.